Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. Self test returned a pump error 63 (variable info = 0x03 hex = 3). No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing either. In particular did not notice any louder than normal motor rewinds. Thus software was utilized and uploaded trace/history files properly. Although the adapt tool does list some delivery related alerts/alarms, they don't occur near the event date: . The adapt tool does not list 61=stuck key alerts nor does it list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. Checked underneath the dome switches of each of the keypad buttons and did not note any previous moisture presence or corrosion. A visual inspection of u1 on the keypad assembly under a microscope reveals that there is a cold solder joint at pin 6. In summary, the customer¿s report of unresponsive keypad buttons, slower motor rewinds, & no delivery alarms all were not confirmed during testing. The pump error 63 (variable info = 0x03 hex = 3) is due to a cold solder joint at u1 pin 6 on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the rewind process was slower, the buttons were harder to press and less responsive and had unexplained non-delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, mmt-1780kpk. Troubleshooting was not performed. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return will be required for mmt-332a. No product return will be required for unomedical. No product return will be required for mmt-1780kpk.